Event description:
On (B)(6) 2009, stryker biotech received a report of a pt in the (B)(6), who experienced what was described as a 'massive inflammatory reaction' in one leg, after receiving osigraft as part of an unspecified procedure on the femoral head. Subsequent to receiving the osigraft, the pt was reported to have experienced redness and swelling down the entire length of the leg. The event took place approx twelve months prior to the report of the adverse event, which was relayed to a stryker sales rep by the implant surgeon. Additional information has been requested.